Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient reported they were unable to charge. There were no coupling boxes filled. A reposition antenna screen was reported. The patient was able to communicate with another device. An antenna locate session was attempted, which resolved the issue. The implantable neurostimulator (ins) was not on because the patient needed to recharge, the ins was depleted. The ins was not in the same position as it had always been; it seemed to have moved higher up. There was no falls or weight fluctuations. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported the stimulator wasn&#38176;working properly so the patient was going to have an appointment to have it removed.